Event description:
Same case as MFR ID # 2134265-2012-04253. It was reported that during a angioplasty procedure, stent placement problem occurred. The 80% stenosed target lesion was located in the severely tortuous and non-calcified superficial femoral artery (sfa). The lesion was pre-dilated with a non-bsc balloon; following pre-dilation a vessel dissection was noted. The dissected lesion was treated with the placement of the 6x100x75 innova and 6x201x75 innova stents. Upon deployment of both the innova stents it was noted that the stents moved forward resulting in inaccurate placement. The length of the 6x100x75 innova stent was also measured at only 80mm in length. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).